Manufacturer narrative:
Manufacturing site reported that manufacturing date is january 2017. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records, service records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Manufacturing year 2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during laser treatment there was suction break. Customer reported that laser part of the procedure was aborted and surgery was completed manually.